Event description:
Site reported the light adjustable lens was explanted from the patient's eye as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021.

Manufacturer narrative:
Site reported the light adjustable lens was explanted from the patient's eye as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021. The lens was not saved after explant. The site discarded the lens. Corrected data: lens serial number: (B)(6); UDI: (B)(4); mfg date:12/6/2019; expiration date:11/30/2022.

Manufacturer narrative:
Site reported the light adjustable lens was explanted from the patient's eye as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on 10/21/2021. Device history record for the lens was reviewed. No issues were noted. The lens has not yet been received for evaluation.

Event description:
Site reported the light adjustable lens was explanted from the patient's eye as the desired refractive outcome was not achieved after light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on 10/21/2021.